Manufacturer narrative:
(B)(4).

Event description:
A patient whose indication for use was movement disorders reported that he experienced returned of symptoms following a fall. The patient stated he had a really bad fall around the time of the return symptoms. The change in symptom was considered sudden. The patient wanted to make adjustments on the day of this call but he was not sure what to do. It was indicated the he was able to use the patient programmer and verified stim was currently on and ok. He saw 310 on the left and 340 on the right. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.